Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle could not be confirmed. The difficult to remove is related to case conditions and cannot be replicate in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is likely a material separation or disengagement of the suture occurred during plunger pull resulting in the reported failure to cycle. In this case, the knot was likely formed but came apart during device removal as the rail suture was likely only partially through resulting in the entangled appearance. There was no report of the suture in the foot though this is also possible and the reason for the foot of the returned device was found to be dislocated from the guide. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aorta prosthesis implantation interventional procedure. Reportedly, the threads that could not be correctly released during deployment [cuff miss]. After removing the device, the threads were noted to be entangled. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the abdominal aorta prosthesis implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.